Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle ns 23ga 1-1/2in flt grd had foreign matter. This occurred on 6 occasions before use. The following information was provided by the initial reporter: foreign material. Defect detected during preparation for use in the process.

Manufacturer narrative:
H.6. Investigation: six (6) samples and one (1) photo were received from the customer for investigation. The six (6) samples were visually examined and five (5) of the samples were found to have epoxy on the needle hub. The sixth (6th) sample was found to have a black spot and was examined using 40x magnification to determine that the black spot was embedded black foreign matter in the needle hub assembly. One (1) photo was also provided by the customer for investigation. The photo shows one (1) needle hub assembly with the shield partially removed. There is a white substance on the needle hub. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention, it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. As these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10.

Event description:
It was reported that needle ns 23ga 1-1/2in flt grd had foreign matter. This occurred on 6 occasions before use. The following information was provided by the initial reporter: foreign material. Defect detected during preparation for use in the process.